Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and spinal pain. It was reported that the reason the implantable neurostimulator (ins) was replaced was due to a staphylococcus infection. The replacement was on (B)(6) 2013. The ins had worked great for them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.